Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female ((B)(6) kg) patient with history of left-sided accessory pathway conduction, underwent an atrioventricular reentrant tachycardia (avrt) /wolff-parkinson-white (wpw) ablation procedure with an unknown ez steer¿ nav ds bi-directional electrophysiology catheter and suffered complete heart block with conduction through left-sided accessory pathway. During the avrt procedure, after use of bwi products, wherein no ablation was performed, an av node block was discovered as the shape of the qrs on the carto 3 and the recording system changed. The physician confined it after pacing near the av node and the system was not using the av node. No medical intervention was offered. The patient was under monitoring as this may be temporary and the conduction can return. Patient was still able to conduct from atria to ventricles during complete heart block due to presence of accessory pathway. The patient was reported to be in a stable condition. The patient did require extended hospitalization stay because of the adverse event. The physician recommended admitting patient overnight to monitor heart block and conduction. The physician¿s opinion on the cause of this adverse event is that it was procedure related as the physician believes he bumped av node with baylis trans-septal needle while positioning it. On follow up it was stated that the patient was fully recovered (no residual effects).